Event description:
The iab was inserted into the patient on 10/16/96. After iabp for nine hours, the iab leaked. Blood was noted in the tubing and the iab was removed.

Manufacturer narrative:
Device label codes: 1738, 1738. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.